Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported being injected with botox® underneath each eye, tear troughs, and nothing was wrong. The ¿cheeks are now sticking out and curling up and [the patient has] facial swelling¿. The patient¿s face is ¿red, swollen and itchy¿. The patient had to see a dermatologist, who gave the patient shots of prednisone on 2 different occasions. The patient was not getting better. The patient was then referred to an allergist. Patient added, ¿I know this is a result of product misplacement, but the provider is now saying it¿s not [their] fault.¿ patient disclosed being injected with juvéderm voluma® xc in the cheeks ¿1 year ago¿ ¿+ is concerned about possible reaction to the botox®. The event has not resolved. This record is for juvéderm voluma® xc.